Event description:
It was reported that patient underwent total knee arthroplasty in 2005. Revision surgery procedure was performed in 2008, due to loosening of the tibial screw component. Both the insert and the screw were replaced.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Current information is insufficient to permit a conclusion as to the cause of the event. This report filed november 14, 2008.